Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results. A wallflex¿ colonic stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. The blue outer sheath was separated from the stainless steel tube handle and the stainless steel tube was kinked. Ptfe delamination was not observed. There were no issues noted with the stent holder or stent. Functional analysis found that the stent was unable to be deployed further due to the kink in the stainless steel tube. However, it was possible to manually deploy the stent after dissection. No other issues were identified during the product analysis. The damages noted with the returned device are consistent with the application of excessive force. The cause of the reported device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex colonic stent was to be used to treat a 7 cm malignant stricture in right hepatic flexure due to colon cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous but had not been dilated prior to stent placement. During the procedure, the technician attempted to deploy the wallflex colonic stent, however the handle cannot be pulled back. The technician tried to pull the handle harder but the hub detached from the blue body. The stent and delivery system were removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was partially deployed.